Event description:
A revision surgery was performed to remove the plate because it broke after implantation. Movement was 10mm and amount of rotation was 1 degree counterclockwise.

Manufacturer narrative:
Investigation in progress but not yet complete.